Manufacturer narrative:
Philips service replaced the c-arm rotational motor and potentiometer, tested the system, and returned it to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the c-arm cranial/caudal movement was intermittent, and the motor was replaced on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.